Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type programmer, physician. Product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen at an unknown concentration and dose via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that the clinician was programming a single bolus of baclofen and inadvertently added it for 48 minutes rather than 48 hours, causing the patient to go into acute overdose. The patient was admitted for overnight observation. They were doing fine, and no additional interventions were called for. Surgical intervention was not planned. The issue was resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the serial number of the 8840 used to program the bolus was (B)(4). No further complications were reported.